Manufacturer narrative:
Concomitant medical products - model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead displayed high pacing impedance, noise and had developed a lead fracture. Reprogramming was completed, and the patient was transferred to another hospital for a lead extraction. During the changeout procedure it was discovered that there was a hematoma that was evacuated, and vessel occlusion had developed which resulted in difficulty extracting the lead. The lead was eventually partially removed, and a new lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.